Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted due to end of life (eol) battery status. Premature battery depletion was suspected. During the explant procedure, the pace/sense portion of this chronic ventricular implantable lead was noted to have insulation damage near the terminal pin and the titanium casing of the ICD appeared discolored.